Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The cts advised to perform enhance cleaning. The failure mode was due to ise (ion selective electrodes) sodium (na), potassium (k) and chloride (cl). The cts determined that the ise electrodes were expiring. The customer replaced the na, k, and cl electrodes which resolved the issue. Section a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false high ise (ion selective electrolyte) patient results on cell 2 which includes sodium (na), potassium (k), and chloride (cl) on their au5800 clinical chemistry analyzer. The customer did not specify which ise assay was affected. The customer repeated patient sample on another analyzer and obtained results considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics, and the exact number of patients affected is unknown.